Event description:
Reporting status: serious injury/medical intervention/permanent damge. Reporting rationale: dislodged stent requiring medical intervention. Device issue: dislodged stent. It was reported that the stent dislodged off of the balloon during use in the pt; however, another 2.0 balloon was advanced to the stent, and the stent was implanted just proximal to the target lesion, which is an unintended site and considered permanent impairment. No pt effects were reported. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation-potential causes for stent dislodgement, as observed in the past incidents, may include improper or inadequate crimping at the time of manufacturer, incorrect sheath sizing, positive pressure during preparation for use, negative pressure during sheath removal, forced sheath removal, handling of the stent during preparation for use, or interaction of the stent with the lesion, accessory devices and/or previously implanted stents. Although, a conclusive cause for the reported stent dislodgement cannot be determined, the nonresorbable material unretrieved in the body is a secondary effect to the stent dislodgement.